Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. No definite root cause for the complaint was determined. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 in to the patient's right eye (od) on (B)(6) 2014. The reporter indicated that the vault of the lens was excessive with an incident of refractive surprise. An exchange of the lens is planned. The lens remains implanted.

Manufacturer narrative:
Dimensional and functional inspection found the lens to be in specifications. Claim #(B)(4).

Manufacturer narrative:
Additional information was received. The lens was explanted 5 months after the initial surgery. The lens was exchanged for a smaller lens with different power to adjust the error and the problem was resolved. Explanted: (B)(6) 2015. Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be in specifications. Work order search: no similar complaints were reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
(B)(4): evaluation:method: work order search.results - a lens work order search was performed and no similar complaints were found within the work order.conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.